Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation it was noted that the atrial lead was capturing and sensing the ventricle. The atrial lead was confirmed to be dislodged. The atrial lead was deactivated. The patient was in a stable condition.